Manufacturer narrative:
Title: development of small bowel volvulus on barbed v-loc¿ suture: a rare complication after laparoscopic ventral rectopexy source case reports in surgery 2018, (1-3), 2018. Article ID 8406054, date of publication: 24 april 2018. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the reporter, there were no issues noticed intraoperatively, but the patient complained of abdominal pain on the 22nd day status post laparoscopic ventral rectopexy. The CT scan showed abdominal occlusion due to a volvulus. They performed exploratory laparoscopy which showed obstruction from a volvulized loop of distal ileum with distention, ischemic injury and purulent effusion. They then converted the procedure to open laparotomy and found an adhesion between the peritoneum and distal ileum caused by the inflammatory reaction to the cut end of the barbed suture. They did a volvulus reduction which resulted to prompt reperfusion of the bowel. The barbed suture was removed and the peritoneum was closed with another suture. The patient was discharged six days later in good condition.

Manufacturer narrative:
Correction: event was notified to the manufacturer on 2018-06-19. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.